Event description:
After 8 years of successfull cochlear implant use, this patient presented with discharge and bleeding from the ear canal. A cholesieatoma reportedly was apparent in the posterior ear canal pushing the electrode array out of the cochlear. The device was explanted in 2005. Reimplantation has not been decided upon at this time.